Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope screw on the jet channel loose, device is leaking and could not be reprocessed. Upon inspection and evaluation, there is a gap in the tip bonding part. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation. Pae was detected during estimation. Repair human during inspection, issue found which is coded as pae. Schraube am jetkanal locker, gerät ist undicht und konnte nicht aufbereitet werden. H.siegert, 06.09.2023: added fuc giy for new phenomenon (no code for 'a-rubber has wear').

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿screw on the jet channel loose, device is leaking and could not be reprocessed¿ was confirmed. The following findings were also noted during device evaluation: looseness of cleaning tube mounting cap, poor insulation on the ultrasonic probe surface, unable to fix angle, angle doesn¿t angle down, ultrasonic probe rattling, water/air leak from sub-water channel, and blind nut is removed. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. It was presumed that the phenomenon possibly occurred due to wear and tear damage with customer mishandling and with increasing use/time. A device history review revealed that it was confirmed that the device was shipped in compliance with the specifications. This issue is addressed in the instructions for use (IFU): for handling of the actual product, according to reviewing the instruction manual, the following description was found. Based on this, it is possible to be able to prevent the occurrence of the phenomena. [Warnings and cautions]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.